Manufacturer narrative:
Investigation: he complaint details state: ¿the advanta v12 becs was delivered into the left renal artery during a complex evar procedure. V12 was positioned correctly to target lesion and inflated/deployed at 8atms nominal inflation pressure. The v12 balloon ruptured during deployment. Stent was deployed successfully. Balloon burst flooded kidney with saline and contrast mixture" the device in question, a 5mmx22mmx80cm advanta v12, was returned on feb 03, 2023 and evaluated to determine the cause of the complaint. Upon opening the returned device it was noted that the balloon had been inflated. Being that the details mention that the stent was deployed at 8atm which is the nominal inflation pressure of the device the stent would have fully been deployed. To determine if the balloon was ruptured the catheter was attached to a 20cc syringe that contained 8cc of water. The balloon was pressurized and a stream of fluid was seen leaking out in the area surrounding the proximal balloon weld, confirming the complaint. The pressure was increased rapidly and was able to reach 8atm but could not maintain pressure. Under 20x magnification it was noted that the inflection point where the balloon weld ends and intersects the un-welded portion of the balloon neck, there was a radial separation of the weld. This defect is considered nonconforming. A review of the device history records going back to the balloon sub assembly level where the balloon is formed shows that there were no non-conformances noted and the product met all quality and performance requirements. The integrity of the weld is inspected a multiple steps throughout the manufacturing process, including tensile testing (aql), fatigue/burst testing (aql), 100% in process leak-check, and 100% visual inspection. No failures, anomalies, or significant scrap related to welding were noted within the lot. There is no indication from the records that the product at the time of manufacture was defective, however there had been a corrective and preventative action plan opened in march of 2020 to address leaks at the proximal balloon weld associated with gaps at the weld location as seen in this complaint. The CAPA is 300252 and has recently closed as effective (nov 2022). The CAPA did not identify any related complaints during the time it was opened. However, being that this device was built in july 2020 it is believed that this complaint is related to this CAPA. As the complaint has been confirmed and the device is found to be nonconforming, a new corrective action request will be submitted. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the confirmation of the proximal balloon weld leaking and its relation to the proximal balloon weld capa300252, which did not identify any related product complaints during the time it was opened, this complaint will be escalated to a corrective action request via cr 774541.

Event description:
N/a.

Event description:
V12 becs was delivered into the left renal artery during a complex evar procedure. V12 was positioned correctly to target lesion and inflated/deployed at 8atms nominal inflation pressure. The v12 balloon ruptured during deployment. Stent was deployed successfully. Balloon burst flooded kidney with saline and contrast mixture.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.